Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump alarmed for critical pump and had red x on insulin pump display. Customer¿s current blood glucose was not given. Insulin pump will not be return for analysis.

Manufacturer narrative:
Device received with critical pump error (open book) due to moisture damage on the electronic assembly. Unable to download and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book).